Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(6).

Event description:
It was reported that the caller was not able to adjust stimulation. The caller observed a ¿call your doctor¿ icon and a 574 code. The manufacturer representative stated that the device was working fine before they had checked the implant. The manufacturer representative stated that they checked the implant with their patient programmer (later in the call it was clarified that it was the clinician programmer) and the device was not showing any problems. Then, when the manufacturer representative checked the implant with the patient¿s patient programmer they observed the 574 and the stimulation was no longer working. The manufacturer representative stated that they would re-enter the programs. It was later reported that the manufacturer representative was ¿not sure why error.¿ it was noted that the patient was reprogrammed and had the coverage needed.